Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2024 due to an emergency backup battery (ebb) fault alarm that occurred while the patient was getting dressed, and had just switched from the mobile power unit to battery power. The alarm did not clear with 3 self-tests. The ebb was replaced, and the alarm still did not resolve. The system controller was replaced. Log files were sent for review. The event log captured ebb faults 09jun2024 due to a failed load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned system controller. The log files contained approximately 12 days of relevant data ((B)(6) 2024 per timestamps). On (B)(6) 2024 the log files captured many intermittent backup battery fault alarms due to the backup battery not passing the load test, from 07:13:24 until the reported system controller exchange at 10:33:38. The backup battery faults briefly cleared 5 times throughout this duration, two of which occurred with brief memory tag faults consistent with the reported backup battery exchange or a reseating of the backup battery; however, the backup battery fault reactivate as the memory tag faults clear. The backup battery did not pass the initial load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period. The backup battery load test was initiated multiple times during testing and a fault was not reproduced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The submitted log file indicated that backup battery (B)(6) was in use at the time of log file collection. The initial inspection testing was reviewed for the backup battery (serial number: (B)(6)) and it was found that the battery passed. The backup battery was inspected and accepted into the storage location on (B)(6) 2024 per material document (B)(4)(inspection batch #10291203). The heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.